Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two photos were received, one showing the device inside the patient and one showing the deformation on the device outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35-25 mm amplatzer talisman pfo occluder was selected for implant using 10 f amplatzer treviso delivery system. During the procedure, the first disc was deployed successfully, during the deployment of the second disc, it formed a bulbous shape. The physician attempted to reposition the device by tugging and pushing, but these efforts were unsuccessful. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 35-25 mm amplatzer talisman pfo occluder. There was no clinically significant delay observed in the procedure and the patient remained hemodynamically stable throughout the procedure.